Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a vaginal sling procedure performed on an unknown date. According to the complainant, after the eight-week healing period, the patient started to engage in intercourse and experienced exposure of the mesh. The exposure occurred on both edges not at the incision site. On the first occurrence of the exposure, it occurred in the distal edge of the mesh and it presented itself horizontally. Recently, within the past 6 weeks, it occurred again on the optimal edge of the sling and horizontally exposing at the sub urethral edge of the sling. On (B)(6) 2017, the patient was scheduled for repair and was prescribed estrogen cream.